Event description:
End user states "her chair gets stuck when she is in the gravel or sand, almost anything outside. She also states this is the noisiest chair she has ever had. She is upset also that she can't move the chair when it is reclined. She is overall just unhappy with this chair. She states if she even goes through 1 little spot of sandy dirt she gets stuck. She also says 1 armrest (her left) will not stay locked in place. She has only had the chair a little over a year." No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 1 year and 2 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. End user states "her chair gets stuck when she is in the gravel or sand, almost anything outside. She also states this is the noisiest chair she has ever had. She is upset also that she can't move the chair when it is reclined. She is overall just unhappy with this chair. She states if she even goes through 1 little spot of sandy dirt she gets stuck. She also says 1 armrest (her left) will not stay locked in place. She has only had the chair a little over a year." The following warning is in the owner's manual part number 1143190 page 14: warning: do not operate on roads, streets or highways.